Manufacturer narrative:
The blade was not returned for evaluation, so the failure could not be confirmed. The definitive root cause of this issue is unknown.

Event description:
It was reported that (B)(6) female was cut by the cutter blade. The cut was approximately 3 inches long. The cast was removed with this cutter and the cast removal was completed successfully. The patient was treated with ointment and antibiotics. It was confirmed that the patient is doing well. The customer did not know if a follow up appointment would be needed.

Event description:
It was reported that a (B)(6) female was cut by the cutter blade. The cut was approximately 3 inches long. The cast was removed with this cutter and the cast removal was completed successfully. The patient was treated with ointment and antibiotics. It was confirmed that the patient is doing well. The customer did not know if a follow up appointment would be needed.